Manufacturer narrative:
The additional proglide devices are being filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in a calcified common femoral artery was attempted with three proglide devices using the pre-close technique prior to an unspecified interventional procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment of the three proglides. The sutures of new proglide devices were successfully pre-placed. The procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.